Event description:
The pt's mother reported that the pump rebooted without user intervention.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete the results will be provided in the supplemental report. No conclusions can be made at this time.